Event description:
Tampax got stuck inside my vagina [foreign body in reproductive tract]. It didn¿t have a string on it- tampon [device breakage]. Case narrative: consumer reported via email that the tampon got stuck in her vagina. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.